Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced struggling with reoccurring bent cannulas from the recent batch of supplies they received on (B)(6) 2026. The patient faced hyperglycemia event and symptoms of polydipsia, dry moth, nausea and skin irritation due to which medication is required.